Event description:
Customer reported via phone call, she was experiencing high blood glucose lately but not at the time of the call. Troubleshooting was performed and it was noted the insulin pump had alarmed no delivery (B)(6) and customer did not call for assistance. Setting and programing was also checked and everything was ok. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test and it was unable to prime during prime test due to faulty force sensor resistor. Occlusion test and excessive no delivery test were not performed due to the alarm. The device had missing end cap sticker, minor scratches on the lcd window, broken battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip, and cracked reservoir tube window.